Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse that found the issue updated the software and then the unit would not boot. The software had gotten corrupted. The fse troubleshot the issue. The fse then replaced the executive processor board, the power management board and the display coiled cable due to panel blanking out. The fse also repositioned the helium gas line at the helium regulator assembly and replaced missing screws, the missing tank valve knob, the nylon p-clamp, and a top cover do to cosmetic appearances. The fse performed full preventative maintenance, calibration, safety, and functionality checks to factory specifications. The iabp passed all tests performed and was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
During preventative maintenance of sales demo cardiosave intra-aortic balloon pump (iabp), the getinge field service engineer found the power management pcb had an old version of software. There was no patient involvement and no adverse event was reported.